Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the cartridge became dislodged from the ilet while in use, leading to hyperglycemia, and the user subsequently reinserted the cartridge while still connected; the user also reported frequent lows related to work activities and unannounced carbohydrate intake, as well as occasional overtreatment of hypoglycemia with large amounts of soda. Symptoms included transient hyperglycemia and hypoglycemia without loss of consciousness or need for medical intervention. Outcomes included no hospitalization, no need for assistance, and no ketone testing. Investigation included review of user-reported history and troubleshooting with education on proper cartridge handling, meal announcements, activity management, and hypoglycemia treatment. Investigation of this case revealed user technique issues, including reinsertion of the cartridge while connected and unannounced snacks contributing to glycemic variability. It was concluded that the event was attributable to user handling and use-related factors rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.